Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complainthistory. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 similar complaints reported with the item 32-422097 including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be field accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the blue bung had gone missing from an oxford cementless tibial impactor (32-422097) only after it was noticed in hsdu, after the operation. No harm to the patient or the user was reported. No delay of the procedure was reported.

Event description:
It was reported that the blue bung had gone missing from an oxford cementless tibial impactor (32-422097) only after it was noticed in hsdu, after the operation. No harm to the patient or the user was reported. No delay of the procedure was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: lot number received: zb121101. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. Patient information was not reported. Report source, foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue bung had gone missing from an oxford cementless tibial impactor (32-422097) only after it was noticed in hsdu, after the operation. No harm to the patient or the user was reported. No delay of the procedure was reported.